Event description:
The customer reported that the insulin pump had a frozen display. Troubleshooting was performed. The customer stated that the screen was not completely blank and the buttons were unresponsive. The battery was removed for five minutes, the display was still blank, and the buttons did not respond. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.